Event description:
This device couldn't be interrogated after the patient had a cardioversion for afib. After several attempts with different programmers on different days, it was recommended this device be removed. During the explant procedure, the physician noted a visible insulation defect close to the end of the fork on the rv lead, which ended up being capped. This is believed to be the cause of the suspected internal short-circuit during shock delivery. Should additional information become available, this event will be updated.

Manufacturer narrative:
The returned ICD was first visually inspected. The sparkover traces were detected on the ICD housing. The dot-shaped spots of locally molten titanium indicate a sparkover between the housing and the high-voltage conductor of a lead during a shock delivery. In agreement with the clinical observation, it was not possible to interrogate the ICD. Therefore, the ICD housing was opened in a next step, and the internal structure was examined. During the examination, damage to the final shock stages of the electrical module could be detected. This damage is very likely due to a shock delivery into an external low-ohmic shock path, matching the sparkover traces on the ICD housing. The damage to the module consequently led to a permanently increased current uptake and then to a discharge of the battery. Because of the discharged battery, the ICD could no longer be interrogated. The manufacturing process of this device was reviewed. The production documents did not show any abnormalities. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There was no material defect or manufacturing error of the ICD and the lead.